Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic forceps became stuck in the closed position during use in vitrectomy with membrane peel surgery. There was no report of patient harm. Additional information has been requested. Additional information received confirmed that an alternate forceps was obtained in order to complete the procedure. It was further confirmed that there was no harm to the patient.